Manufacturer narrative:
(B)(4). Sample set screws utilized to load mas onto 4.75 rod. Set screws able to be finger tightened onto rod without issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implants appear to be capable of performing their intended function.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): applicable images were returned for evaluation. Image analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the ¿patient underwent an unspecified posterior l3-5 case. Surgeon placed all 6 screws with no problems, passed rods and went to reduce set screws. The l3 and l4 screws on left splayed and surgeon replaced the l3 screw. On the right side, l3 and l4 screws after reduction were not able to hold set screw until the break. Doctor would tighten down screws and at close to point of breakoff they would loosen up again. Surgeon replaced them and things worked fine. It was reported that no fragments were left in the patient however; one of the screws that splayed was left in the patient because it was the middle screw of the construct. No patient complications were reported.